Event description:
It was reported that an episode of oversensing was noted on the remote monitoring report. Lead impedances were stable. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that an episode of oversensing was noted on the remote monitoring report. Lead impedances were stable. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted as one ventricular non sustained tachycardia of 120 ms occurred on (B)(6) 2011 10:26:57.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.